Manufacturer narrative:
A worldwide complaint database search finds no other reported incidents against the newly added srom stem and sleeve product and lot combinations since their release for distribution. A worldwide complaint database search for the unknown srom stem and sleeve was not possible as the product and lot combinations were not provided. Medical records were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised bilaterally to address severe osteolysis, loosening of the cup, and metallosis on the right side, with metallosis and osteolysis on the left side. (Both hips). This is a clinical patient. **update** 2/8/2013 - patient's medical records were received. Records indicate upon revision corrosion was found in the right hip. Stem and sleeve were added to the complaint for the right hip. Records also indicate upon revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.